Event description:
International affiliate reports a hole was present in the valve's reservoir. The valve was explanted and replaced. Information identifying this as a reportable event was received by codman on 05/07/2003.